Event description:
Medtronic received info that during the procedure, as the navigator was placed behind the pulmonary veins, there seemed to be some slight tissue resistance around the pulmonary vein. A slight forward motion created a small nick in the pulmonary vein causing a bleed. The procedure was aborted and the pt was placed on bypass. No cardioplegia was administered. The hole was surgically repaired, the pt rapidly stabilized, and the pt was stable upon completion of the case and recovered well in the ICU.

Manufacturer narrative:
Evaluation: device history was not reviewed as the lot number was not relayed. Results: device history review could not be completed. Conclusion: cause of event attributed to user error. Analysis: upon receipt at medtronic's quality lab, visual examination revealed the upper portion of the distal sleeve was rolled downward exposing the first articulation link. A stock guide wire was passed through the device without interruption. The guide wire luer lock was passed through the device without interruption. The guide wire luer was tightened, which locked onto the guide wire as expected. The distal tip light was fully functional and the articulation locking mechanism operated as intended. Conclusion: the physician acknowledged pushing forward on the device and creating a nick in the pulmonary vein. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications.